Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that during the elective procedure to replace this device, separation of the device casing and header was noted by the physician. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.